Manufacturer narrative:
During a coil embolization the 2x1.5 orbit mini complex fill there was resistance and inability to withdraw the coil into the ev3 microcatheter after the position in the aneurysm was not satisfactory despite adjusting several times. The coil was removed as a unit with the ev3 microcatheter; the coil was still attached to the delivery system. The procedure was completed with another microcatheter and coil. There is no information available regarding the aneurysm or vessel characteristics. Neck remodeling was not utilized. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The microcatheter distal tip was re-shaped with a shaping mandrel and steam. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. The microcatheter was not placed at an acute angle, and the coil did not get tangled with other coils. The microcatheter had not been repositioned over the deployed coil prior to the event. No damages were noticed on the microcatheter distal tip. After removal, no damages were noted on the coil delivery system, the coil, the introducer or the microcatheter. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented a kink at 120.8cm from hub. Introducer was unzipped and part of the support coil was out of it and the rest of the support was exposed in some sections through the introducer's line. Introducer presented elongated sections. Embolic coil was still attached to the gripper without damages with visual inspection. Gripper and embolic coil were inspected under microscope and the gripper presented a wave condition on the proximal side while the embolic coil presented no damages. Functional test could not be performed due to the conditions of the product received. The ID from the introducer was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229217 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Due to the conditions of the returned device, the reported withdrawal difficulty could not be evaluated with functional testing. The cause of the damages and the timing as related to procedural use could not be conclusively determined; however neither the analysis nor the DHR review indicates a relationship of these damages to the manufacturing process. In addition with analysis, the returned device met with the od and ID specification according the manufacturing procedures. Inspections are in place to prevent these types of damages from leaving the facility. It is possible that procedural factors including vessel/lesion characteristics and the concomitant microcatheter may have contributed to the device interaction resulting in the withdrawal difficulty. There is no indication of any device manufacturing issues impacting the event. However, no conclusion can be made regarding the root cause. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. After removal, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229217 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the third coil was placed in the aneurysm, but the position was not good, and the coil was adjusted several times, but still was not satisfactory, and the coil was withdrawn, but the coil could not be withdrawn. Then coil was removed as a unit with the ev3 microcatheter. Another microcatheter and coil were utilized to complete the procedure. The reason the coil/delivery system could not be withdrawn through the microcatheter was there was resistance, and difficulty to withdraw. The microcatheter was not placed at an acute angle, and the coil did not get tangled with other coils. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter. The distal tip was re-shaped with a shaping mandrel and steam. No damages were noticed on the microcatheter distal tip. A balloon or stent remodeling product was not used during the procedure. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented a kink at 120.8cm from hub. Introducer was unzipped and part of the support coil was out of it and the rest of the support was exposed in some sections through the introducer's line. Introducer presented elongated sections. Embolic coil was still attached to the gripper and no one presented damages. No other damages were noted. Gripper and embolic coil were inspected under microscope and the gripper presented a wave condition on the proximal side while the embolic coil presented no damages. Functional test could not be performed due to the conditions of the product received. The ID from the introducer was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15229217 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "withdrawal difficulty-into microcatheter" could not be evaluated due to the conditions of the received product. The cause of the damages noted in the device could not be conclusively determined however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process in addition that the device meet with the od and ID specification according the manufacturing procedures. Inspections are in place that prevents these kinds of damages leaving from the facility. Since the failure reported could not be evaluated and there are no indication that the failure experienced could be related to the manufacturing process; the failure reported remains inconclusively and undetermined therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.